Event description:
The customer reported getting a shock equipment malfunction message.

Manufacturer narrative:
The customer reported getting a shock equipment malfunction message. On 10/13/09, the unit was evaluated at philips. The symptom could not be duplicated however, the system log showed a critical runtime error for the therapy pca which is indicative of a shock equipment malfunction. The therapy pca was replaced resolving the reported issue.